Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not beeping anymore. The customer¿s blood glucose was unknown. Customer reported that insulin pump was not beeping at the time when they had to change their insulin. Customer was out of country at that time. The insulin pump will not be returned for analysis.